Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had a frozen screen. The patient's blood glucose at the time of incident is unknown. A battery change was not able to resolve the issue; the insulin pump would not proceed past the version number screen. A long beeping sound began after a few minutes. The patient attempted another battery change but the issues continued. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored and no constant tone or frozen display noted. The insulin pump had cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.